Event description:
Per the clinic, the patient experienced a frequent pain, irritation and infection at abutment site. Subsequently, the patient was treated with topical antibiotics (specific date and duration not reported). The implanted device remains.